Manufacturer narrative:
Additional information received by the manufacturer 11 days later confirmed that the patient received a heart transplant on (B)(6) 2014. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted because of a noted increase in her lactate dehydrogenase (ldh) to 500. The patient was admitted and started on integrilin gtt. The patient's ldh continued to increase over the next couple of days to a high of 1200 while on integrilin and bivalirudin. No power fluctuations noted, flow and power numbers remained unchanged and only a few pi events were noted. There were no visible signs of hemolysis in urine. Patient's vital signs stable (vss).